Manufacturer narrative:
Supplemental medical device report (smdr) # 02 is being filed to correct the date received by MFR on the initial report, filed earlier. Incorrect date of 05/07/2015 is being corrected to 05/13/2015. (B)(4).

Manufacturer narrative:
It has been determined that the initial decision to report this event was incorrect resulting in the initial report being submitted in error. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during a procedure, the auxiliary lamp had expired hours and the lamp would not work. The surgery was completed using an alternate illuminator with no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.